Manufacturer narrative:
The device has been received for eval. However, the eval has not been complete, a f/u report will be filed.

Event description:
Received info that pump has stopped all insulin delivery. The customer's blood glucose level was high 184 mg/dl.